Event description:
While technician was scanning pt in the arterial phase, she heard a pop sound, but no error messages with the scanner. During the portal-venous phase, technician heard a succession of popping, scanner stopped. Technician smelled a faint odor of smoke. Technician removed pt from scanner and returned pt to room. Mfg service tech was called. When mfg rep arrived and removed covers from unit, a fire erupted. A fire extinguisher was used to put out the fire.